Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the hi-torque guide wires instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is undetermined if the deviation of the IFU contributed to the reported detachment. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that at the end of an electrophysiology case, the lead was being pulled out when a 014 whisper guide wire (gw) broke into two pieces. It was decided that the entire system be simply pulled out altogether as a single unit. No resistance was noted during advancement of the gw. The patient is fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.